Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarms external ram crc error, unexpected restart and weak battery. Customer's blood glucose at time of incident was 350 mg/dl. Customer was advised to perform self-test and it completed the test. Customer was advised to monitor pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 350 mg/dl. The customer was treated for high blood glucose with pump. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 50 mg/dl. The customer was treated with food. Customer declined to troubleshoot for low blood glucose.